Event description:
Healthcare professional reported, left side capsular contracture, baker grade ii, "suspected rupture". And exchange from textured to smooth implant. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Anxiety-product-procedure: unable to observe since it is not related to the device. Rupture: not observe additional observations: crease fold observed. Deformation observed. Red particles on the surface of the shell. Wear abrasion observed. No further actions are required as no manufacturing issues are observed.

Event description:
Device has been explanted and replaced.